Manufacturer narrative:
This report is for an unk - screws: cortex trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that patient was scheduled for removal of broken screw from the ankle. The event happened intra-operatively wherein the extraction bolt could not remove the broken cortex screw body from the bone matrix and the other extraction bolt that sheared the removed proximal part of the screw and became defective. There was no patient consequence. This is report 1 of 1 for (B)(4). Related product complaint; (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device returned. Investigation summary background: broken screw removal set was used to remove a broken screw in ankle. Bone is healed but surgeon wanted to remove the broken screw body out from bone matrix. Despite the fact technique guide does recommend the use of extraction bolt 309.290 (designed for 2.7mm cortical screws) to extract 2.4mm cortical screw body, my surgeon couldn't removed it. The extraction bolt 309.290 couldn't grab the screw as it design for. Technique was respected but obviously, the extraction bolt used could not removed the screw. Thus, the distal part of the screw remained in the patient. After the surgery was over, he tried to use extraction bolt 309.190 to see if he could have used this bolt rather than 309.290. Surgeon has used it over the proximal part of the screw (removed from patient). It could grab the screw body but once he tried to remove it from the 309.190 extraction bolt, the screw body shear off within the extraction bolt. Extraction bolt is now defective and he asked me if it could be possible to replace it at no charge. Since he did this to convince him self he could have use it to remove the distal part of the original screw (left in the patient). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 2.4mm cortical screw (part # unk / lot # unk) was received at us cq. Based on the cruciform head, and the dimension of the cortical screw, it was determined that the screw belongs to the 201.xxx family. The cortical screw was broken which was consistent with the complaint condition. The overall complaint was confirmed. Conclusion: the overall complaint was confirmed for the received cortical screw as it was broken. Although no definitive root-cause can be determined, the screw may have experienced unintended forces leading to its breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that bone was healed but surgeon wanted to remove the broken screw body out from bone matrix. The extraction bolt couldn't grab the screw as it design for. Thus, the distal part of the screw remained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.